Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after repair of incisional epigastric hernia procedure where this device was implanted, the patient experienced an incisional hernia, recurrent in the midline epigastrium. After the original procedure, additional potentially related procedures were performed.